Manufacturer narrative:
One burr was received for evaluation. Functional testing confirmed that the inner blade rotates freely and without friction within the outer blade. Visual inspection of the device confirmed no visible damage to the burr assembly or the hub/sluff chamber, there was no physical evidence of nicks/galling or shedding on the blade. The surface finish on the inside of the outer blade assembly appeared to be rougher than the print specification under microscope inspection. The device was dimensionally measured and the ID and od were within nominal values per the print specification. It was confirmed that the inner and outer subassemblies are purchased components; therefore the investigation and response to the root cause and/or applicable corrective action will be re-assigned to supplier quality. (B)(4).

Event description:
During shoulder arthroscopy the surgeon was using a helicut blade. Intra-operative the surgeon reported there were metal shavings coming off the blade. No injuries or complications were reported. However, the surgeon noted that the metal shavings were not removed from the patient. The procedure was ultimately completed with a backup device.